Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving clonidine and dilaudid at unknown doses and concentrations via an implantable pump for spinal pain. It was reported that the patient was having "strange issues". The patient developed a "terrible headache" and has had problems ever since. It was noted that headaches were not unusual for him, however this one had lasted "a couple of months". It was further reported that yesterday, (B)(6) 2016, the patient felt like he overdosed, but he was still using his personal therapy manager (ptm) to try to get boluses. The logs were read and from what the rep saw, the ptm matched when the patient said he was using it. The patient had no falls and everything with the pump looked fine. The ptm was discontinued "for now" and the patient was just getting a simple continuous dose. It was also noted that the hcp offered to replace the pump, however the patient declined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.